Event description:
Pt / inr unit had a high reading in reading the inr value. Rn redid the test and noted an error code of error code 6. The rn repeated the test and received another error code 6. The rn then repeated the test a 4th time and received the original value as in test 1. Given the pt was presently being treated for high values and was not presently on warfarin, the value was reported to the physician. Upon receiving the notification from (B)(4) labs, we immediately did an in-service on this machine and the reported problem.